Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of ¿low¿ on cgm. During troubleshooting it was found that the time on the pump was incorrect due to customer not changing their time after daylight savings. Low bg was addressed by consuming carbohydrates and correcting the time on the pump.